Event description:
Discordant potassium results were obtained on two plasma samples from one patient on a dimension vista 500 instrument. Both samples were repeated on the same instrument. The initial discordant results and the repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant potassium results.

Manufacturer narrative:
Siemens is investigating this issue.